Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas after a period of elevated glucose earlier in the day, during a learning phase with frequent ¿more/less than¿ announcements; the user recorded a lowest glucose of 53 mg/dl, received low and urgent low alerts, and self-treated with a muffin, milk, and a glucose tablet, with subsequent readings of 86 mg/dl by fingerstick and 75 mg/dl on a continuous glucose monitor. Symptoms included no reported acute effects such as loss of consciousness or dizziness. Outcomes included self-management without medical intervention, assistance, or hospitalization. Investigation included troubleshooting and education provided by support staff. Investigation of this case revealed no device malfunction and an unclear cause, with user adaptation factors and recent hyperglycemia preceding the event considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.